Event description:
It was reported that several alarms were observed in march, with successful cartridge loading and bolus delivery, but drops were noticed at the end of the cartridge pigtail. There was no adverse impact to the customer¿s blood glucose level as no alerts or alarms occurred during the pump system check. The device was scheduled to be returned, and a replacement pump with a new serial number was arranged.